Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please specify. It was reported that "¿surgical doctors and itinerant nurses searched for missing stitches on the surgical incision table, under the table, and in the surrounding environment. No missing stitches were found..." What is the surgeon's opinion of the possibility of the needle tip being retained in the patient? Are there any plans to continue searching for the missing needle tip inside the patient or any different post op treatment? Please provide details. Was there any additional tissue damage as a result of searching for the needle tip?

Event description:
It was reported that a patient underwent an emergency right little finger extensor tendon anastomosis and plaster fixation procedure under nerve anesthesia on (B)(6) 2024 and suture was used. The patient's vital signs were stable during the operation, and the surgery went smoothly. At 10:50, the surgeon closed the suture of the skin. When the suture was close to 2/3 of the skin, the surgeon found a missing needle tip and immediately informed the traveling nurse to compare it with another complete suture needle. The defect was found to be about 1 millimeter, and the emergency procedure for missing stitches in the operating room was immediately followed. Surgical doctors and itinerant nurses searched for missing stitches on the surgical incision table, under the table, and in the surrounding environment. No missing stitches were found, and a c-arm machine was used to visualize the incision. Both parties confirmed that there were no missing stitches within the surgical field. After the touring nurse confirmed again that there were no broken needles left in the incision, the surgeon decided to continue suturing the skin and safely sent the patient back to the ward at 11:00. The missing needle tip in this incident seriously affects the surgical process, requires an additional x-ray irradiation, and there is a risk of the defect remaining in the patient's body. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. In the end, the missing needle tip was not found. The event led to prolonged operation time (specific extension time was unknown) and additional radiation exposure. The patient was discharged smoothly now. No subsequent adverse events were reported.